Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that it was difficult for the patient to charge their ins. The patient has had two ins resets in the past and one previous overdischarge. The patient used to have to lie down to charge and now they could not get any bars to charge. There were no external contributing factors. Troubleshooting was performed, tried to recharge in different positions. The patient now could not recharge at all. The ins was now overdischarged. The cause of the difficulty charging was unknown. The event was not resolved. The patient was listed to have an ins replacement but the date was unknown. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2019 and the battery was charged to 3.680 volts. On (B)(6) 2019 the battery had depleted to the "lock" mode (<(> <<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.